Manufacturer narrative:
The investigation was completed by siemens experts. Detailed investigation revealed that the reported issue may occur, while aborting an ongoing installation of patch ¿19¿; the room values, which are set during installation, are reset back to factory default values. If this occurs, a collision with the walls, floor and ceiling is possible. In general, it is in the responsibility of the operator to check for potential collisions before releasing system motions. The operator manual contains adequate instructions about system movement and how the operator can avoid any collision. However, the system is designed to prevent any potential collision with fixed elements, e.g. , floor, table, etc. The cover on concerned unit has been exchanged as part of service activity and the installed base was checked. One more system was found, where the rooms values defaulted to factory values. The room settings for both systems were set back to installation settings. As corrective measure, the service instruction has been updated to exclude further occurrences.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis pheno system. The user reported that their unit had a collision with the wall, which resulted in cracks to the pheno wrist cover. We have no indications of any adverse effects on the health status of patients, users or third parties.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation yet been determined. A supplement report will be filed if additional information becomes available.